Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with a section of the stent stretched over the distal markerband and tip. The stretching was identified from 17mm distal to the proximal edge of the stent. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. While unpacking the 3.50x28mm promus element stent delivery system (sds) it was noted that the stent had 'crumpled' and 'sharp' edges. The device never entered the patient and the procedure was successfully completed with a different device. No patient complications were reported and the patient's current condition is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. While unpacking the 3.50x28mm promus element stent delivery system (sds) it was noted that the stent had "crumpled" and "sharp" edges. The device never entered the patient and the procedure was successfully completed with a different device. No patient complications were reported and the patient's current condition is stable. This product is only ous approved but it is similar to an approved us device.